Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abortion spontaneous ('pregnancy: stillbirth / miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included caesarean section. Concurrent conditions included diabetes mellitus, hypertension, uterine fibroid, menorrhagia, postoperative pain and sickle cell anemia. On 6-aug-2007, the patient had essure (ess205) inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and acne ("bad acne") and was found to have blood urine present ("blood in urine"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), alopecia ("hair loss"), headache ("headache"), weight fluctuation ("weight gain/weight loss") and urinary tract disorder ("bladder or urinary problems or changes"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on 26-jun-2020. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, alopecia, hormone level abnormal, headache, weight fluctuation, urinary tract disorder, blood urine present and acne outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, bladder disorder, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and weight fluctuation to be related to essure (ess205). The reporter commented: received treatment for bleeding discrepancy noted previously date of insertion was 01-jan-2008 and in this follow-up the date of insertion is 06-aug-2007 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abortion spontaneous ('pregnancy: stillbirth / miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included caesarean section. Concurrent conditions included diabetes mellitus, hypertension, uterine fibroid, menorrhagia, postoperative pain and sickle cell anemia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and acne ("bad acne") and was found to have blood urine present ("blood in urine"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), alopecia ("hair loss"), headache ("headache"), weight fluctuation ("weight gain/weight loss") and urinary tract disorder ("bladder or urinary problems or changes"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, alopecia, hormone level abnormal, headache, weight fluctuation, urinary tract disorder, blood urine present and acne outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, bladder disorder, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and weight fluctuation to be related to essure (ess205). The reporter commented: received treatment for bleeding discrepancy noted previously date of insertion was (B)(6) 2008 and in this follow-up the date of insertion is (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abortion spontaneous ('pregnancy: stillbirth / miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included caesarean section. Concurrent conditions included diabetes mellitus, hypertension, uterine fibroid, menorrhagia, postoperative pain and sickle cell anemia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), alopecia ("hair loss"), headache ("headache"), weight fluctuation ("weight gain/weight loss") and urinary tract disorder ("bladder or urinary problems or changes"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, alopecia, hormone level abnormal, headache, weight fluctuation and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and weight fluctuation to be related to essure (ess205). The reporter commented: received treatment for bleeding discrepancy noted previously date of insertion was (B)(6) 2008 and in this follow-up the date of insertion is (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: fu 4 and fu 5 processed together. Removal information added. Case upgraded to serious incident. On 5-aug-2020: medical records received. Concomitant condition, indication and reporter added. Essure removal surgery details were added to event device dislocation and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.